Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that the clinician obtained another set of batteries and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.